Event description:
The distributor reported a lactosorb revision surgery due to infection.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. There was no product returned for evaluation as it was used in infection control testing, therefore no product will be reviewed by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.